Event description:
A report was received that the patient was explanted due to pain at the lead site. Attempts to reprogram the patient to resolve the pain were unsuccessful. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70, serial # (B)(4), description: artisan 2x8 lim,70cm.

Event description:
A report was received that the patient was explanted due to pain at the lead site. Attempts to reprogram the patient to resolve the pain were unsuccessful. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02, serial # (B)(4), description: precision ipg kit the ipg was analyzed and passed all tests. The ipg exhibits normal device characteristics. Visual inspection revealed lead was cleanly cut approximately seven inches from the paddle end of lead. The damage to the lead is consistent with damages done during the explant procedure and are not considered a failure.